Manufacturer narrative:
Although requested, no additional information about the patient, medication, or event provided and no device will be returned for investigation. No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the wrong medication was infused. There was unspecified medical intervention. Although requested, no additional information about the patient, medication, or event provided. The customer states they no longer require a log review of the pump module records.